Event description:
It was observed during the device evaluation, the distal end plastic cover of the colonovideoscope was burned and the objective lens was dirty. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the distal end plastic cover of the colonovideoscope was burned and the objective lens was dirty. Based on the results of the investigation, the definitive root cause of the distal end plastic cover of the colonovideoscope was burned could not be determined. It is possible that a high-energy endo therapy accessory (laser, radiofrequency, etc.) May have been used without sufficient distance from the distal end. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.